Event description:
Product analysis lab found that the homechoice product cover and door cover were blackened with soot. There was no patient involvement and no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice cycler was evaluated by the largo product analysis lab (pal). Checked digital printed circuit board (pcb) and lithium battery voltages are within specifications. The heater system integrity was evaluated and no problem were found. Checked heater element connections and resistance and no problem were found. Attempts were made to remove soot from the product cover and door cover. Assignable cause for product cover and door cover blackened with soot is undetermined. Product cover and door cover are scrapped due to blackened appearance. Device was sent to service.